Manufacturer narrative:
(B)(4). Date sent 10/22/2024. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a rattling sound like a metallic sound may sound when flushing. When used in conjunction with other companies' electrosurgery units, smoke may remain flue all the time. Turning the power on and off does not fix it. It is the same for connecting cables, 2403j and rf sensors as other electrosurgical equipment. It remains in smoke exhaust all the time, especially when it is open. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2025. Corrected data d4: UDI#. Investigation summary per service manual operational and diagnostic analysis did not confirm the reported noise or continuous activation issue. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.